Manufacturer narrative:
Product ID: 3889-28 lot# v864273, implanted: 2012 (B)(6), product type lead product ID:3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation "every now and then," which resulted in "issues making it to the bathroom." The aforementioned symptoms began after she fell in (B)(6) 2012. Since then, she reportedly had "zapping" and a return of symptoms. The patient stated the zapping was felt near her bladder. It was stated that there is not one position that is associated with these events. The patient stated her pocket site didn't feel swollen or sore. The patient was redirected to her health care provider. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.